Event description:
Physician reported that patient 1 had a second degree burn to bikini area and had a single blister and pigment change on the back. Doctor prescribed hydroquinone.

Manufacturer narrative:
Per the lumenis customer engineer ce, all of the treatment heads for the quantum device were within specification of calibration. Per the ce, customer hands unused treatment heads on the back of the door of the treatment room, causing corners of the crystals (light guides) to be chipped when the door opens. Ce advised the customer to relocate their treatment heads. Customer was also advised to replace this treatment head as chips to the light guide can cause patient burns and to store their treatment heads in the dedicated case to reduce damage and dust exposure. Root cause: both the treatment parameters utilized (too aggressive for the skin types) and the condition of the light guide may have contributed to the injuries. Lumenis recommended additional training. Tw - several prior ipl hair removal sessions to back; first treatment 32j, in 2004. Several more sessions and gradually increased fluence to 40j on the short program. In 2005, 40j, no problems. Prior to that month, 40j, patient reported blisters, but could not manage to be seen by the doctor while the blisters were still resolving; several areas hypopigmented without scarring. Second degree burn per the physician. Patient was also treated to bikini on the same month and had a single blister, second degree burn, less pigment change than on the back.

Event description:
Physician also reported an earlier incident regarding patient 2 treated in 2004, who developed a second degree burn to the face; patient returned again the following month and was completely healed.